Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported issue. The service agent replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that during a training scenario, their device locked up when the shock button was pressed. The customer was attempting to deliver a defibrillation shock to the training manikin when the reported lockup occurred. The customer also stated that this lockup issue occurred during the 4th attempt to deliver energy, where the previous 3 attempts were successful. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control received the removed system pcb assembly for further evaluation. The cause of the reported issue was determined to be due to a capacitor, designator c93 being installed backwards on the system pcb assembly. The incorrect orientation of the capacitor caused the system pcb assembly to short out.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer reported that during a training scenario, their device locked up when the shock button was pressed. The customer was attempting to deliver a defibrillation shock to the training manikin when the reported lockup occurred. The customer also stated that this lockup issue occurred during the 4th attempt to deliver energy, where the previous 3 attempts were successful. There was no report of any patient use associated with the reported issue.